Event description:
During evaluation of a transfer set to confirm the separation of the female adapter from the main body (which is a non-reportable malfunction) baxter's product analysis laboratory noted that the transfer set had a crack in the tubing that meassured 2 mm.